Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 08/24/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the arm. The patient stated they went to sleep at 11:30am and the last reading they saw on the cgm was 199 mg/dl. The patient stated at one point during their sleep, their glucose dropped and the cgm did not alert. The patient wen unconscious and her boyfriend noticed she was not waking up. He called for an ambulance and administered the patient with glucagon. When the emergency medical technician¿s (emts) arrived, they checked the patient¿s bg and the meter was reading 28 mg/dl. The emts administered more glucagon and transported the patient to the hospital where she was further treated in the intensive care unit (ICU). The patient recalled waking up in the hospital more than 7 hours later from falling asleep at 11:30am. Her bg was tested when she awoke, and the meter was displaying 488 mg/dl. The patient stated they were transferred to a different medical center where they were monitored. The patient had a series of x-rays and CT (computed tomography) scans performed to check for abnormalities. The patient was released after being in the hospital for 2 days. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.